Event description:
It was reported patient underwent a right knee arthroplasty on (B)(6) 2014. Subsequently, patient alleges knee is in varus. No revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "valgus-varus deformity."

Manufacturer narrative:
This follow-up report is being filed to relay additional information regarding the date of the revision procedure, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to patient allegations of varus deformity of the knee. During the procedure, the polyethylene tibial bearing was removed and replaced with a custom polyethylene tibial bearing.